Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that 3 years after the implant surgery patient experienced pain. The event was resolved with the help of pain killer. No additional patient consequences were reported.

Event description:
It was reported that 3 years after the implant surgery patient experienced pain. The event was resolved with the help of pain killer. No additional patient consequences were report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. A complaint extract was done regarding pain: 1 complaint, this one included, has been recorded on exception varised stem left size 5, reference pv125y05, from 1 january 2017 to 11may 2020. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that 3 years after the implant surgery patient experienced pain. The event was resolved with the help of pain killer. No additional patient consequences were reported.